Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not getting insulin and had question mark on the insulin pump screen. Customer¿s current blood glucose was unknown. Customer stated that in alarm history insulin pump had auto suspend, check auto mode readliness, sensor not ready, no suspended delivery and no errors. Insulin pump will be returned for analysis.